Event description:
It was reported that the pt underwent a lavh procedure and everything went fine. When the pt was in recovery, she had severe bleeding from the uterine artery. The artery had not sealed properly. The pt was taken back into surgery to correct the bleeding. The pt received a blood transfusion and is currently okay. The device was discarded. Several attempts have been made to obtain additional info, without success.

Manufacturer narrative:
Date sent: 3/12/2009. Info not available, device not returned for analysis.